Event description:
It was reported that the atrial lead warning went on and the polarity switched. Noise and low impedance were found. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092 implantable pacing lead - (B)(6) 1998. (B)(4).